Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.51 v, while the daily battery voltage trend measurement was 2.92 v.

Event description:
It was reported that the device battery voltage was low and the device was not at elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.